Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015, 638rl32 heart ring implanted: (B)(6) 2010, 3889-28 interstim urinary mgu lead implanted: (B)(6)2013, 3058 interstim urinary mgu ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and a possible fracture was suspected. It was noted that a lead integrity alert had triggered. The detections were programmed off for the rv lead and the patient was admitted to the hospital. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.